Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-july-19, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2000 mcg/ml, 1286.4 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient's catheter was not working and they were not getting the adequate relief as anticipated. The old catheter was removed and replaced with a new catheter with good flow. The issue was resolved at the time of this report.